Event description:
The customer reported via phone call that the insulin pump had insulin squirting out during manual priming. The customer reported that insulin continued to drip even after the motor had stopped. The customer reported being stuck in the preparing to prime loop. Blood glucose level at the time of the incident was 181 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed displacement, rewind, prime/a33, basic occlusion and occlusion tests. The insulin pump primed properly. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.